Event description:
On (B)(6) 2005, I underwent a right total hip arthroplasty. I received an esterom 18 x 13 mm, 36 standard neck stem, a 28mm, +6 neck length head, 50 mm pinnacle 3-hole acetabular shell, and a 28 mm internal diameter metal liner. After surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I have experienced extreme discomfort and inflammation in my right thigh and right hip area. I also felt extreme discomfort when walking. On (B)(6) 2005, I was taken to the ER with right hip pain. On (B)(6) 2005, I underwent a closed reduction of my right hip dislocation and examination of stability under fluoroscopy. My doctor determined that dislocation was likely to happen again. The next day, I underwent a revision surgery of my right hip femoral stem components and open reduction, with internal fixation of the trochanteric fracture. The pinnacle cup and metal liner were left in place. Beginning in 2011, I began to develop severe pain in the groin area as well as the right thigh. My doctor recommended that I do nothing and try to rest for two and a half months. In (B)(6) 2011, I underwent blood testing which showed severely elevated levels of cobalt. My doctor recommended another revision surgery. On (B)(6) 2012, I had a revision surgery to remove the metal pinnacle liner and replace it with a polyethylene liner. At the time of surgery, I was found to have a very significant pseudotumor metallosis, which was removed. I had metal debris and tissue surrounding the hip joint. Inspection of the femur showed that there was also metallosis reaction on the femur. My surgeon cleaned all of the tissue but noted that he was unable to remove all of the black tissue. Blood testing performed on (B)(6) 2012 confirmed that my chromium and cobalt levels are still elevated. My chromium level was 8.8 and my cobalt level was 3.1. Dates of use: (B)(6) 2005 to (B)(6) 2005, (B)(6) 2005 to (B)(6) 2012. Diagnosis or reason for use: osteoarthritis of right hip, anterior instability of right total hip.